Manufacturer narrative:
No product will be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.

Event description:
Pt reported elevated blood glucose due to bent infusion cannulas. Pt bolused through the infusion device to correct hyperglycemia, and if this was not successful, he used an insulin pen. The infusion set adhesive did not stick properly. No error messages were received on the infusion device. Alleged product was discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.